Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker tripped elective replacement indicator (eri) recently. The device had an estimated longevity of one year five months earlier. Automatic capture was programmed on. There was a concern that the increased output as a result of the device going into retry would have caused the device to declare eri earlier than expected. A device replacement is planned. There were no adverse patient effects reported.